Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿.

Event description:
It was reported to gore that a patient underwent treatment of a left inguinal hernia on (B)(6) 1999. An operative report dated (B)(6) 1999 indicates the left inguinal hernia repair was performed using a ¿gore-tex patch¿. However, a description of the procedure states: ¿there was a direct inguinal hernia and a bard patch was fashioned and anchored to the pubic tubercle and sewn inferiorly to the shelving edge of the inguinal ligament and superiorly to the aponeurosis of the internal and transversus abdominus muscle. This was then tied posterior to the cord¿. Product identification records for the alleged ¿gore-tex patch¿ or other mesh used during the procedure were not provided. It is unclear from the medical records who the manufacturer is of the mesh implanted on (B)(6) 1999. Medical records between 1999 and 2017 were not provided. The complaint states that on or about (B)(6) 2017, the patient ¿experienced significant symptoms including difficulty with swallowing, chest pain, shortness of breath, coughing, difficulty urinating, leg and arm pain, and constipation. Diagnosis revealed that the mesh had become infected and needed to be immediately removed. Surgery for the removal was completed on (B)(6) 2017. [The patient] was discharged from the hospital on (B)(6) 2017¿. Medical records detailing visits pertaining to the patient¿s (B)(6) 2017 symptoms were not provided. An operative report dated (B)(6) 2017 indicate the patient underwent ¿1. Left groin exploration; 2. Removal of infected mesh; 3. Drainage of left groin abscess¿. The records indicate the following post-operative diagnoses: perforated sigmoid diverticulitis, infected left inguinal mesh, and left groin abscess. The (B)(6) 2017 operative report states: ¿this is a (B)(6) male presenting with several recent episodes of sigmoid diverticulitis, now found to have an abscess in the left groin surrounding a previous mesh following a left inguinal hernia repair approximately 20 years ago. The patient had a previous drainage procedure performed by interventional radiology, but the patient presents now for removal of the infected mesh and drainage of an abscess cavity¿. Operative findings state: ¿the patient was found to have an abscess of the left groin with mesh within the abscess cavity. The mesh was removed and sent to pathology for further examination¿. Description of the (B)(6) 2017 operative report states: ¿an incision was then made¿carried down through subcutaneous tissue. Scar tissue was noted from the previous hernia repair. There was also inflammation noted. Then, the external oblique aponeurosis was entered. Gas and stools identified within the inguinal canal. This was evacuated and irrigated. Spermatic cord was within a significant amount of scar tissue. A gore-tex mesh was identified which was sutured using prolene suture. This was removed using metzenbaum scissors¿. ¿when the mesh was completely removed, the wounds were thoroughly irrigated with 1 l of saline solution¿. ¿the patient tolerated the procedure well¿. Pathology records pertaining to the explanted mesh device were not provided. Additionally, product identification details and lot number of the alleged ¿gore-tex mesh¿ were not provided to gore. Discharge records dated (B)(6) 2017 list the following medical problems: ¿abscess of sigmoid colon due to diverticulitis. Infected hernioplasty mesh. [Status post] left groin exploration, removal of infected left inguinal hernia mesh¿. Additional medical records were requested but have not been provided.

Manufacturer narrative:
H6: corrected patient code to 3189 ("not applicable"). H6: corrected device code to 3191 ("appropriate term/code not available") - medical records provided indicate the device implanted in the patient was not a gore device. H6: corrected conclusion code to 4316 ("appropriate term/code not available") - medical records provided indicate the device implanted in the patient was not a gore device. G4: corrected date. H10/11: added medical record information. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: an operative report dated (B)(6), 1999 indicates the left inguinal hernia repair was performed using a ¿gore-tex patch.¿ however, a description of the procedure states: ¿there was a direct inguinal hernia and a bard patch was fashioned and anchored to the pubic tubercle and sewn inferiorly to the shelving edge of the inguinal ligament and superiorly to the aponeurosis of the internal and transversus abdominus muscle. This was then tied posterior to the cord.¿ a device sticker on the (B)(6) 1999 procedure records indicate a bard reconix eptfe reconstruction patch (ref 0114510, lot 41hjbr10) was used during the procedure. As there are no operative records or product identification records indicating a ¿gore-tex patch¿ or any gore device was implanted in the patient, and the operative records dated (B)(6) 1999 indicate a non-gore device was implanted in the patient, this report is being retracted. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.